Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned, but has not been received yet. Once the product evaluation has been completed, the findings will be submitted in a supplemental report. The device service history record review is pending. Once the results are available a supplemental report will be submitted.

Event description:
It was reported that there was a discrepancy in blood pressure readings with the ev1000a platform system and the clearsight pump unit. There was before patient use. This was found while the edwards clinical field specialist was testing the components on herself. The blood pressure reading displayed on the bedside monitor was 116/58 and the blood pressure reading on the ev1000 monitor was 168/90. There were no error messages observed. There was an alert noted for an elevated map. This was the second occurrence with these components. The first occurrence for the ev1000a and pump unit will be submitted under separate MDR's. There was no patient involvement.

Manufacturer narrative:
One clearsight pump unit was received for product evaluation. The suspect pump unit was connected to a known good working clearsight system for analysis and testing. The suspect pump unit was able to zero the known working heart reference sensor (hrs) device without any issues noted. There were no error or fault messages identified. There were normal blood pressure readings and a normal waveform that were displayed. The functional test was performed and the device passed the test. There was no defect found. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The reported event could not be confirmed by evaluation. There is no evidence or indication that a manufacturing defect is responsible for the reported event; therefore, no corrective action was taken. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Issues such as poor finger perfusion, improperly applied finger cuff, incorrectly sized finger cuff, improper application of the hrs or failing to zero the hrs sensor may lead to inaccurate hemodynamic measurements. The operators manual instructs the use on these above stated factors that can lead to inaccurate values. It is unknown if user or procedural factors played a role in the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. There is another occurrence with this pump unit, refer to submission 2015691-2018-04839. Refer to submission 2015691-2018-04837 for the ev1000a platform system involved in the event.